Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a yeast infection across the chest and underneath the breasts. The patient was prescribed nystatin cream and powder from a physician. Patient reported that since using the cream and powder, the affected area is clearing up.